Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port maryland bipolar forceps instrument was analyzed and found to have thermal damage on the surface of the molded insulation. Char marks were observed. The electrical continuity test passed. The wire insulation was not damaged. Instrument was placed on system and passed the recognition an engagement test. The instrument moved intuitively. The grips opened and closed properly and performed grip function successfully. A bipolar energy cord was successfully connected to generator and instrument. An energy activation test was then conducted on system. A wet sponge was held between grips at various angles and began to smoke when energy pedal was pressed. Steam generation from the sponge indicated active power and complete circuit.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure it was discovered that the single-port maryland bipolar forceps instrument was damaged. The instrument was reportedly not used on a patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.